Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research associate that the patient had been experiencing short beep alarms from the system controller and had come into the clinic for a routine check-up. The patient advised that he felt his pump was running slow, and that he didn't' feel well. While discussing a possible controller exchange, an unspecified continuous tone alarm was heard and the patient was then connected to the power base unit (pbu), which displayed "replace controller". The controller was exchanged and the alarm resolved. The patient reported feeling much better after this, and went home. Later that evening, while watching tv, the patient received an unspecified alarm, which resolved after he adjusted his battery, but immediately returned again. The patient stood up to change his batteries and when doing so, he got a continuous alarm and several leds illuminating. The patient connected himself to the pbu, and it showed a controller malfunction alarm and the patient passed out. Hand pumping was commenced by the patient's wife and she called the paramedics. Upon their arrival, the patient's wife stated that the paramedics 'tossed aside' the hand pump in an effort to get her husband to the ambulance. It is reported that hand pumping was resumed by the time they arrived at the hospital. The emergency staff attempted to restart the pump by inserting the batteries, but the pump did not restart, and it was declared that the patient had expired due to pump failure; however, it is unclear if the pump actually stopped or not.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.